Event description:
The nurse using the product since 12/8/97 for wound care reported the following problem: toward the end of the tube, the product had begun to discolor & it also contained particulate matter in the form of brown/black clumps. The gauze on which the product was placed was saved, as well as the tube itself. No other cases of this have occurred or been reported with any other tubes on rptr's shelves (yet..?)